Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on an architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found a substance build up around the waterbath overflow/waste area. The fsr cleaned the water bath, complete (rohs), part number 7-205180-01, and manually cleaning the cuvettes, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for several patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 1.7-2.5 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2021, was 8.6, repeat, on (B)(6) 2021, was 1.8 mg/dl sample ID (B)(6) initial result, on (B)(6) 2021, was 6.7, repeat on (B)(6) 2021, was 1.7 mg/dl. There was no impact to patient management reported.